Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a call service 064 alarm was observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. There was evidence of moisture corrosion on the motor flex connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.